Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistant pelvic pain/physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistant pelvic pain / physical pain / pain') in a 25-year-old female patient who had essure (batch no. 68994-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included overweight, intrauterine contraceptive device complication and vaginal haemorrhage. Concomitant products included cefazolin, diphenhydramine, doxycycline, fentanyl, ibuprofen, lidocaine, midazolam, nsaids, ondansetron, paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish ,psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergic reaction, allergy other"), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistant pelvic pain / physical pain / pain') in a 25-year-old female patient who had essure (batch no. 68994-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included overweight, intrauterine contraceptive device complication and vaginal haemorrhage. Concomitant products included cefazolin, diphenhydramine, doxycycline, fentanyl, ibuprofen, lidocaine, midazolam, nsaids, ondansetron, paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish ,psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergic reaction, allergy other"), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, dyspareunia, and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter were added. Incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistant pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device : uterus/ seems embedded within the myometrium of uterus') and pelvic pain ('persistant pelvic pain / physical pain / pain') in a 25-year-old female patient who had essure (batch no. 68994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included overweight, intrauterine contraceptive device complication and vaginal haemorrhage. Concomitant products included cefazolin, diphenhydramine, doxycycline, fentanyl, ibuprofen, lidocaine, midazolam, nsaids, ondansetron, paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the device expulsion, pelvic pain, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Concomitant medication and condition added. Events : migration of essure device location of device : uterus/ seems embedded within the myometrium of uterus, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dyspareunia (painful sexual intercourse), weight gain/ loss specify which one: weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistant pelvic pain / physical pain / pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 68994-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included overweight, intrauterine contraceptive device complication and vaginal haemorrhage. Concomitant products included cefazolin, diphenhydramine, doxycycline, fentanyl, ibuprofen, lidocaine, midazolam, nsaids, ondansetron, paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish ,psych injury"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction, allergy other"), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received event "abdominal pain, general abnormal bleeding" were added. Outcome of event "pain, bleeding, allergy " were updated as recovered. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('persistant pelvic pain / physical pain / pain') in a 25-year-old female patient who had essure (batch no. 68994-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included overweight, intrauterine contraceptive device complication and vaginal haemorrhage. Concomitant products included cefazolin, diphenhydramine, doxycycline, fentanyl, ibuprofen, lidocaine, midazolam, nsaids, ondansetron, paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the device expulsion, pelvic pain, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.